Manufacturer narrative:
(B)(4). Batch #: u5ck43. Investigation summary the analysis results found that one psee45a device was returned with the anvil knife slot damaged, and with no reload present. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: could you please specify the problem with the devices? Second device was articulated and fired over the renal pelvis with a white load. When fired staff heard a really loud popping sound as if something broke inside. Reverse was attempted then manual override was attempted. Device removed using a third device. Did the device deliver any staples? Yes but only partially if yes, were the staples formed properly? Unknown. If yes, was the staple line complete? No. Did the device cut? Yes partially if yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Device removed using a third device. If yes, did the jaws eventually open? No. Procedure delayed by thirty minutes due to this event.

Event description:
It was reported that during an unknown procedure it took three devices and six reloads to transect the tissue. No patient consequences were reported.